Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the sleeve was leaking. They removed the trocar and replaced with a new one. The ultrasonic device was not working properly. They could never get it to work/activate. A new device was pulled and used. No impact to the patient was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.